Event description:
A customer reported that their device's battery was no longer holding a charge effectively. The specific blood glucose levels were not reported, but there was a concern implied by the mention of high levels. The customer chose not to pursue further troubleshooting, and the case was closed by technical support.